Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating no equipment inspection was performed by the customer, the reported issue occurred prior to use on (B)(6) 2022, and the intended procedure was completed with a similar device with no delay or consequence to the patient. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, it was noted that the reported issue likely occurred due to connection failure of the scope connector. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera pro video system center displayed color bar. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a color bar was displayed due poor contact of the scope connector and battery consumption issue was also noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.